Event description:
It was reported patient was receiving fluorouracil 500ml IV using an IV infusion pump with a set rate of 22ml/hr to run over 24 hours. The infusion started on (B)(6) 2019 at 2100. The next day at approximately 0830, the IV pump alarmed "occlusion". It was noted that while ambulating, the patient was stepping on the IV tubing. The IV pump was restarted, and again the pump alarmed "occlusion" and the restart button was pressed. Approximately 1 hour later, the pump module indicated "infusion complete" and the IV bag was empty. The medication was infused over approximately 12 hours instead of 24 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of fluorouracil was confirmed in the pcu event log. Functional testing performed found the pump module to be delivering fluid within specification. Analsys of the pcu event log shows pump module was programmed to infuse a custom concentration infusion of fluorouracil (drugid 109) at a rate of 22ml/hr. (Dose = 105.6mg/hr.) With a vtbi of 500ml at 1:47 am on (B)(6) 2019. At 11:55 am, 11:57 am and 11:58 am, the device alarmed for patient side occlusion and each time the user restarted the infusion. At 11:59 am, the user paused the infusion and then changed the dose to 2400mg/hr., which made the rate 500ml/hr. The infusion ran at this rate until 12:46 pm when the infusion completed. The volume recorded as being infused during this period was 850.647ml. The primary infusion set was not returned for investigation. The root cause was identified as due to user programming.

Manufacturer narrative:
It was found during preliminary investigation through device log review that the actual device in use at the time of the event is device serial number (B)(4) instead of the 2 previously reported devices (serial numbers (B)(4)). This supplemental emdr is to report the correct device serial number that was involved in the event.

Event description:
It was reported patient was receiving fluorouracil 500ml IV using an IV infusion pump with a set rate of 22ml/hr to run over 24 hours. The infusion started on (B)(6) 2019 at 2100. The next day at approximately 0830, the nurse came to patient's room and saw the IV pump alarming "occlusion". It was found that the patient was walking around and stepped on the IV tubing. The nurse addressed the issue and restarted the IV pump. The pump alarmed "occlusion" again and the nurse pressed the restart button. Approximately 1 hour later, the pump module indicated "infusion complete" and the IV bag was empty. The medication was infused over approximately 12 hours instead of 24 hours. There was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race: white. Admitting diagnosis: colorectal cancer.

Event description:
It was reported patient was receiving fluorouracil 500ml IV using an IV infusion pump with a set rate of 22ml/hr to run over 24 hours. The infusion started on (B)(6) 2019 at 2100. The next day at approximately 0830, the nurse came to patient's room and saw the IV pump alarming "occlusion". It was found that the patient was walking around and stepped on the IV tubing. The nurse addressed the issue and restarted the IV pump. The pump alarmed "occlusion" again and the nurse pressed the restart button. Approximately 1 hour later, the pump module indicated "infusion complete" and the IV bag was empty. The medication was infused over approximately 12 hours instead of 24 hours. There was no patient harm.